Manufacturer narrative:
H3, h6: product: bi71000429, lot number: w1709060997 rev. 8 was received by the manufacturer for analysis. The winch motor assembly was tested with a motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection showed normal wear. No functional fault found. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000273, serial/lot: unknown, product ID: bi71000159, serial/lot: unknown, product ID: bi71000503 serial/lot: unknown, and product ID: bi71000429, serial/lot: unknown. H3, h6) the system was serviced in the field and the door guides, door cable winch system, and broken covers were replaced and the system then performed as intended. Codes b01. C07, and d02 are applicable.  H6: multiple annex a codes were applied to capture this event. A150204 captures the gantry not opening and a110201 captures when they held down m and it was not working. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when they booted on the system, the pendant was showing the "hold m to calibrate motion" on the pendant, but when they held down m, it was not working. They rebooted and were still unable to open the gantry. They attempted to manually open the gantry with no resolution. There was no patient involvement.